Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of a right common femoral artery with a prostyle device using the pre-close technique via a 8fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, when the foot was withdrawn and the device removed, the suture fell out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized and the evar procedure was completed. It was also reported that two prostyle sutures were successfully pre-placed in the left common femoral artery and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures for both arteries. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.